Event description:
A nurse reported that during a cataract procedure, the system would not perform phaco. The system was switched out and the case was completed. There was no harm to the pt.

Manufacturer narrative:
The customer called the company service representative to determined the customer had selected the incorrect settings. The customer received a replacement footswitch and the footswitch is functioning. The customer did not request service. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the customer reported event was due to incorrect settings selected by the customer. (B)(4).